Event description:
It was reported that during laparoscopic cholecystectomy procedure, the device would not open. It was eventually removed from the vessel. There was some damaged to the vessel. Another device was opened to complete the procedure. There was not other patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.